Event description:
Incorrect troponin results were reported on two patients. 1) poor instrument precision on bayer centaur resulted in an incorrect troponin to be released on the patient. The floor was notified of the incorrect result. Nothing was done to the patient as a result of the incorrect result. The result was changed in the computer with a note of explanation. 2) an incorrect result for troponin was released due to bayer centaur instrument poor precision. The patient had a previous positive result. Nothing was done to the patient as a result of the incorrect troponin result. The result was changed in the computer with a note of explanation. Siemens is currently working on this issue with us. Results between 0.08 and 0.50 are being repeated. If the result is within 50% of the previous and within 12 hours of the last result it releases automatically.